Event description:
Complainant purchased a knee brace - x-back lateral stays-model 2400. The complainant states "... The item is unfit for the purpose for which it was manufactured and sold." "The item appears to have been stitched together using piece of scrap material; the fabric was utterly without tensile strength; stitches were not aligned, and there were no "lateral stays," contrary of the product description. The store where purchased would not accept a return. No illness/injury.